Manufacturer narrative:
It was indicated the rv lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that on the day of the device replacement procedure, out of range shock impedance measurements were observed on the right ventricular (rv) lead along with high threshold measurements. The device and rv lead were explanted and replaced. No additional adverse patient effects were reported.